Event description:
It was reported by the patient¿s diabetes educator that the patient developed elevated blood glucose levels of approximately 400 mg/dl after 24-36 hours of pod wear on the abdomen. It was further noted that the patient had also been administering insulin manually prior to experiencing elevated blood glucose levels; however, the pod remained applied at the time. The patient was subsequently hospitalized on or around (B)(6) 2026, due to a diabetic foot ulcer and a foot infection, and remained hospitalized at the time of reporting. A discharge date was not available, as the hospital recommended waiting for the infection to heal before determining discharge timing. The only symptom reported prior to seeking medical attention was elevated blood glucose above 400 mg/dl. The patient was diagnosed with a diabetic foot ulcer and was receiving antibiotics for the wound along with intravenous fluids. The diabetes educator confirmed that the pod cannula was inserted, the pink slide had advanced, and there was no redness, swelling, or insulin leakage at the infusion site. Good-faith efforts to obtain additional information were conducted without success. No further details were available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: data not available omnipod 5 software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Based on the review of the complaint information conducted on (B)(6) 2026, it was confirmed that the patient was not wearing the omnipod at the time of hospitalization and only began using it after admission. The complainant, a diabetes educator, introduced the patient to the omnipod and applied a pod after the patient had already been admitted for elevated blood glucose levels. The patient had not worn the omnipod prior to being hospitalized. Based on this information, there is no evidence to reasonably suggest that use of the device caused or contributed to the hyperglycemia or the subsequent hospitalization. Insulet¿s analysis of the provided information deems that the reporting requirements were not met and therefore, this event is no longer considered reportable.